Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "system message displayed" (device displays error message). The nurse reported a system message displayed during surgery. The system message was cleared and the case was completed. On the next case, the same system message displayed. The system was switched out to complete the case. No pt injury was reported.

Manufacturer narrative:
The customer ordered a new footswitch. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).